Manufacturer narrative:
The lens was returned submerged in clear liquid inside a small specimen jar. The lens was allowed to air dry prior to evaluation. Residue of clinical solution was observed on the lens. The optic was cut into pieces, typical of an insertion and removal. The optic center had cracked damage in the shape of an instrument used to grasp the lens. The damage was present on the anterior and directly opposite on the posterior surface. Three other areas of the optic edge had cracked damage in the shape of an instrument used to grasp the lens. The damage was present on the anterior and directly opposite on the posterior surface and travelled inward toward the center of the optic. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces, typical of an insertion and removal. The optic center and three other optic areas had lines of cracked damage in the shape of an instrument used to grasp the lens, present on the anterior and posterior optic surfaces. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company lens 16.0 diopter (1.5 extended depth of focus) lens was removed. The replacement lens information was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that patient experienced visual disturbance and worsening visual acuity after implantation. Additional information has been requested and received stating that the patient experienced visual disturbance and clinical reason for explant being worsening visual acuity after implantation. The iol was explanted and exchanged for an unknown advanced technology intraocular lens (atiol) following the initial implant procedure. It was noted that, visual acuity had improved, but still had some glare. There are two medical reports associated with this patient. This is for right eye.